Event description:
It was reported that during a gastric bypass procedure, after first firing the instrument, the customer could not reload the instrument. It seems that part of magazine stayed in the instrument so that the next reload couldn`t placed there. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): cartridge pan the analysis results found that one ec60a was returned with no visual non-conformances and a reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.